Event description:
The customer reported that the jaws would not re-open after activation during resection of liver parenchyma. The surgeon had to cut adjacent tissue with electrical scissors in order to release the device from the patient. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.